Event description:
It was reported that during a colectomy procedure, the clip was not fed into the jaw from the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Handle clips. The analysis results of the er220 found that the device was received in good visual condition. The device was cycled and ejected the remaining clips. It was disassembled and the post of both of the handles responsible for maintaining the shaft in its position, were noted to be broken. Due to the found condition, the shaft would move upon firing of the trigger thus leading to the improper feeding of the clips. See attached pictures. It could not be determined what may have caused the damage found. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.